Event description:
The patient underwent a secondary intervention, with the implant of two stent grafts to resolve the endoleak. The patient is reported to be fine.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that a type ib endoleak was noted during routine follow up. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).